Event description:
It was reported that sometimes the continuous glucose monitoring system was way off. Customer stated sometimes 120 points off and sometimes the readings were very close with the same sensor. Customer stated they had to take out the sensor. Customer stated when the alarm goes off and check blood glucose it would not send the blood glucose number until the alarm cleared and when the alarm cleared and check blood glucose reading the alarm goes off again. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.